Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 50-70 mg/dl, and the meter bg reading was 450 mg/dl. Customer went to the emergency room and was subsequently hospitalized. Customer did not receive treatment, but was advised by the healthcare provided to, "fast and not eat or drink anything" because of the amount of insulin in customer's body and was monitored throughout the day. Customer was released from the hospital the same day, (B)(6)2024 with the issue resolved and no permanent damage. Additionally, the customer was using off label insulin (amelog) within the pump supplies. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.